Event description:
A customer reported an error code with their pump that required resetting, which interrupted their therapy at least once. There was no reported impact on the customer's blood glucose level. The customer declined follow-up with technical support, and further information regarding the corrective actions or outcome was not obtained.